Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that before use the cs300 intra aortic balloon pump`s power cord was damaged. There was no patient involvement and no injury.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion, componenet code, h11. A getinge field service engineer observed that the power cord broken, pending for replacement. On 10 mar 25, fse replaced ac power cord (13a). Functional check according factory specifications. Return machine to customer for clinical use.